Manufacturer narrative:
Concomitant: product ID 37743, product type programmer, patient. Product ID neu_ unknown_lead, product type lead. (B)(4).

Event description:
It was reported the patient started their trial on 2014-(B)(6) and on the day of the report they got up off the couch and the bottom part accidently unplugged and fell on the floor. The patient plugged them back in but do not feel stimulation like they usually had through their legs. They used the patient programmer and saw the poor communication screen. Despite trouble shooting over the phone the patient was still unable to feel stimulation and continued to see the poor communication screen. They were upset the device was not working and noted it was a waste of time. The manufacturer representative spoke with the patient later that day and they were able to get the therapy working again.